Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that she was unable to change the code number on her onetouch ultra meter. The medical affairs specialist (mas) spoke with the pt on august 4, 2008 and obtained the following info. The pt claimed that the alleged issue began at 11am on original date, when she opened a new vial of test strips. Despite not being able to change the code number, the pt reported that she tested her blood glucose on the subject meter and obtained a reading of "161 or 171 mg/dl." Prior to testing, the pt indicated she took her usual dose of metformin (500mg). At approximately 12 or 1 pm that afternoon, after the reported issue began, the pt mentioned she felt a "little shaky". The pt reportedly attributed the symptom to skipping her breakfast that morning and indicated she felt better after eating and resting. Later that after noon the pt contacted her pharmacy regarding the alleged issue and she was advised to contact the MFR. At the time of troubleshooting, the customer care advocate (cca) was able to assist the pt with coding the meter. The issue was not resolved. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly developed symptoms suggestive of severe hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.